Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset, allowing continued use of the pump. The caller was advised to reach out again if the malfunction code reappeared, and they confirmed their understanding of the instructions.